Event description:
This unsolicited case from united states was received on 12-dec-2017 and 13-dec-2017 (processed together with clock start date of 12-dec-2017) from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency the patient was unable to put weight on knee, difficulty bending her knee, significant pain and effusion; also, device malfunction was identified for the reported lot number. Relevant medical history included prosthetic knee on left side and diabetes. No concomitant medication or concurrent condition was provided. Past medication included synvisc one (on (B)(6) 2017 in the right knee; lot number 6rsl and expiry 01-sep-2019) with no sequalae. Patient was wheel chair bound and significantly overweight. Synvisc one injection was stored at room temperature and was used as soon as opened. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis (oa) in the right knee. On an unknown date in (B)(6) 2017, (latency: unknown), the patient was unable to put weight on the knee and experienced significant pain. Pain worsened after the injection. The patient had a significant effusion and difficulty bending her knee (latency: unknown). The symptoms resolved in about one week. On (B)(6) 2017, the patient was seen in the office for the first time since the event, no fluid was able to be aspirated. The patient received a cortisone injection in her right knee for treatment of pain. Patient had oa and pain never resolved completely. It was reported that the one week after the injection the patient recovered. Reportedly, no aspiration, cultures and bloodwork was done. Patient was not hospitalized. Corrective treatment: cortisone for unable to put weight on knee, difficulty bending her knee, significant pain and effusion. Outcome: recovered for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, joint range of motion decreased, knee pain and knee effusion. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 12-dec-2017 and 13-dec-2017 (processed together with clock start date of 12-dec-2017) from a nurse. This case concerns (B)(6) year old female patient who received treatment with synvisc one and after 1 day had right knee swelling, the patient was unable to put weight on knee, difficulty bending her knee/decreased rom, significant pain/right knee pain/ recurrent; after unknown latency had significant effusion; crp elevated (after 70 days), esr elevated (after 70 days); also, device malfunction was identified for the reported lot number. Relevant medical history included: obese, prosthetic knee on left side, thyroid disorder, fibromyalgia and diabetes. Patient had known severe degenerative osteoarthritis. Patient was retired (employment and education). Home and environment-marital status: patient was married (living together). Patient was right handed and denies coffee usage. Past medication included synvisc one (on (B)(6) 2017 in the right knee; lot number 6rsl and expiry 01-sep-2019) with no sequalae. Patient was wheel chair bound and significantly overweight. Patient had been treated in the past with oral anti-inflammatories, methylprednisolone acetate (depo-medrol) injections and synvisc injections. Patient ongoing problems included: acid reflux disease, allergic rhinitis, at risk for falls, chronic hoarseness, chronic low back pain, closed fracture of metatarsal bone, depression, diabetes mellitus (dm), erosive esophagitis, fibromyalgia and fracture (comment: left heel fracture o fifth metatarsal, fractured metatarsal bone, hernia, localized osteoarthritis, lumbar herniated disc, morbid obesity, obesity, osteoarthritis of right knee, primary localized osteoarthritis of right knee, primary localized osteoarthritis of right knee, thyroid disease and type 2 diabetes mellitus). Procedure/surgical history included: colonoscopy ((B)(6) 2016), direct laryngoscopy with biopsy ((B)(6) 2013), carpal tunnel decompression, cholecystectomy, complete repair of rotator cuff, history of back surgery, history of knee surgery, tonsillectomy, total replacement of left knee joint and vocal cord polyps. Social history: smoking status: never smoker, alcoholnever, substance abuse-never and past tobacco user. Family history: age related macular degeneration (armd), glaucoma and cataract: all were negative in mother, father, sister, brother, grandfather (m), grandfather (p), grandmother (m) and grandmother (p); mother had cancer, father had heart disease and stroke and both mother and father had hypertension. Concomitant medications included: acetylsalicylic acid (aspirin), fluoxetine hydrochloride (prozac), furosemide (lasix), gabapentin, insulin glargine (lantus), levothyroxine sodium (synthroid), multiple vitamin oral table: 1 tab(s) oral (po), daily, 30 tab(s), cetirizine hydrochloride (zyrtec), clonazepam (klonopin), gabapentin (gralise), hydralazine, fish oil, omeprazole (prilosec), oxycodone, tizanidine hydrochloride (zanaflex), trazodone, verapamil hydrochloride (verapam) and zolpidem tartrate (ambien). Patient had known drug allergies to secbutabarbital sodium (butisol sodium), bupropion hydrochloride (wellbutrin), contrast dye and simvastatin (zocor). Synvisc one injection was stored at room temperature and was used as soon as opened. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis (oa) in the right knee. On an unknown date in (B)(6) 2017, (latency: unknown), the patient was unable to put weight on the knee and experienced significant pain. The pain worsened/increased after the injection that was not experienced with previous synvisc injections. The chief complaint was right knee pain. The patient had a significant effusion and difficulty bending her knee (latency: unknown). The symptoms resolved in about one week. On (B)(6) 2017, the patient was seen in the office for the first time since the event, no fluid was able to be aspirated. The patient received a cortisone injection in her right knee for treatment of pain. Patient had oa and pain never resolved completely. It was reported that the one week after the injection the patient recovered. Reportedly, no aspiration, cultures and bloodwork was done. Patient was not hospitalized. On (B)(6) 2018, the patient comes in for follow-up of right knee pain. Today patient continues to have knee pain but nothing out of the ordinary. Patient denies any constitutional symptoms today. After contacting the synvisc manufacture they state that her lot number was diagnosed with a methylo bacterium aerobic gram-negative rod. The medical director suggested that we aspirate the knee and sending the fluid for laboratory studies as well as perform a c-reactive protein (crp) and sedimentation rate. Review of systems showed constitutional, eye, ear nose and throat (ent), respiratory, cardiovascular, gastrointestinal, heme/lymph, endocrine, immunologic, musculoskeletal (see hpi otherwise negative), skin, neuro and psych (all were negative). Physical exam: vitals and measurements included: heart rate (hr): 79(peripheral), blood pressure (bp): 154/75 and body mass index (bmi): 56.91. Patient had no acute distress. She was alert and oriented x3, currently in wheelchair, had normal alignment of the knee, skin was intact, had no ecchymosis or swelling palpate today, had no erythema or warmth, in good range of motion and neurovascular was intact. Assessment/plan included: osteoarthritis of right knee. Findings were discussed the patient today in the office. 3 cc of 2% xylocaine was injected into the right knee under sterile conditions after 5 minutes 1 cc of bloody fluid was aspirated. This was sent to the lab for gram stain and culture. 2 cc of 2% xylocaine 1 cc repo-medrol was injected into the right knee under sterile conditions. Same day, patient also had a c-reactive protein (crp) and sedimentation rate drawn. Patient would follow-up in 6 weeks for recheck. Supervising physician ordered: lidocaine, 5 ml, ia, once, methylprednisolone, 40 mg, ia, once, 20610 arthrocentesis aspir+/injection major jt/bursa (task/charge) quantity: 1. Orthopedic note: outpatient visit 15 minutes (charge), quantity: 1, modifier(s): 25; gram stain csf (request), instructions: gram stain c&s, osteoarthritis of right knee; j1030 methylprednisolone 40 mg inj (task/charge), quantity: 1, osteoarthritis of right knee. Orders: 36415 collection venous blood venipuncture (task/charge), quantity: 1, pain in right knee; c-reactive protein (request), pain in right knee; return to clinic (request), return in (B)(6) 2018 morning; sedimentation rate (request), pain in right knee. Same day, at 04:44 hours (pm est), 70 days after starting treatment with synvisc one, patient c-reactive protein (crp) and erythrocyte sedimentation rate (esr) were slightly elevated. Patient heart rate (hr) was 97 mm/hr (range: 0-40). On the same day, knee aspiration/culture was negative. On (B)(6) 2018, patient recovered from right knee pain. Corrective treatment: knee aspiration, cortisone and methylprednisolone for significant pain/right knee pain/ recurrent; cortisone for unable to put weight on knee, difficulty bending her knee, significant effusion; not reported for rest all the events outcome: unknown for esr elevated and crp elevated; recovered for rest all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction, unable to put weight on knee, difficulty bending her knee/decreased rom, significant pain/right knee pain/ recurrent, significant effusion follow up information was received on 09-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 18-jan-2018 from the patient. Event of right leg swelling was added. Event of difficulty bending her knee was updated to difficulty bending her knee/decreased rom; significant pain was updated to significant pain/right knee pain. Clinical course was updated and text amended accordingly. Additional information was received on 12-feb-2018 from the nurse. Additional events of crp elevated and esr elevated were added with details. Event verbatim updated from: significant pain/right knee pain to significant pain/right knee pain/ recurrent; corrective treatment updated; recovery date updated. Lab tests added. Medical history, past drugs, concomitant medications and concurrent conditions added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 12-feb-2018: the follow up information did not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, joint range of motion decreased, knee pain and knee effusion. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 12-dec-2017 and 13-dec-2017 (processed together with clock start date of 12-dec-2017) from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after 1 day had right knee swelling, the patient was unable to put weight on knee, difficulty bending her knee/decreased rom, significant pain/right knee pain; after unknown latency had significant effusion; also, device malfunction was identified for the reported lot number. Relevant medical history included prosthetic knee on left side, osteoarthritis, thyroid disorder, fibromyalgia and diabetes. No concomitant medication or concurrent condition was provided. Past medication included synvisc one (on (B)(6) 2017 in the right knee; lot number 6rsl and expiry 01-sep-2019) with no sequalae. Patient was wheel chair bound and significantly overweight. Concomitant medications included: acetylsalicylic acid (asa), fluoxetine hydrochloride (prozac), furosemide (lasix), gabapentin, insulin glargine (lantus), levothyroxine sodium (synthroid) synvisc one injection was stored at room temperature and was used as soon as opened. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis (oa) in the right knee. On an unknown date in (B)(6) 2017, (latency: unknown), the patient was unable to put weight on the knee and experienced significant pain. Pain worsened after the injection. The patient had a significant effusion and difficulty bending her knee (latency: unknown). The symptoms resolved in about one week. On (B)(6) 2017, the patient was seen in the office for the first time since the event, no fluid was able to be aspirated. The patient received a cortisone injection in her right knee for treatment of pain. Patient had oa and pain never resolved completely. It was reported that the one week after the injection the patient recovered. Reportedly, no aspiration, cultures and bloodwork was done. Patient was not hospitalized. Corrective treatment: cortisone for unable to put weight on knee, difficulty bending her knee, significant pain and effusion outcome: recovered for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all follow up information was received on 09-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 18-jan-2018 from the patient. Event of right leg swelling was added. Event of difficulty bending her knee was updated to difficulty bending her knee/decreased rom; significant pain was updated to significant pain/right knee pain. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 18-jan-2018: the follow up information did not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, joint range of motion decreased, knee pain and knee effusion.although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.